Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5063662) that a (B)(6) caucasian female patient who underwent primary breast reconstruction post prophylactic mastectomy with two mentor becker implants on (B)(6) 2001, experienced the following: "I was implanted with mentor siltex becker 50 expan/mamm prosthesis in 2001, after a prophylactic double mastectomy. My early symptoms were frozen shoulder(s), chronic sinusitis and acne. I reported these to my plastic surgeon who told me they had nothing to do with the implants (and they never were reported as part of the study I was in). I progressed to other issues such as tmj, and multiple joint issues, hip/knee/ankle issues. I still never associated any of this with the implants that I was told were safe and would last 20 years. By 2009, I was starting to experience extreme fatigue and brain fog. I also notice occasional swelling of auxiliary lymph nodes and neck and shoulder pain/stiffness. By 2013, my symptoms increased exponentially. I had neurological issues such as numbness and tingling in my extremities, as well as shooting pain in my legs, feet and hands. I had endocrine issues such as blood sugar problems. My autoimmune issues increased as well. Severe dry, itchy eyes, swollen joints, etc. Whenever I would lie down on my back or lean my head back, my legs would go numb. My neck was very stiff. My vision was blurred. My balance was bad. And I was dizzy and nauseous all the time. I had a headache that wouldn't go away and ear pain. I was bloated. My mental faculties continued to decline difficulty focusing, making decisions, and thinking clearly. I had unusual muscle fatigue after very utile activity. I used to run and bike daily and I struggled to walk around the block with the dog. I woke up every hour and was not refreshed after a night of sleep. I had no energy. I spent close to a year going to about 20 different types of doctors, and never got a diagnosis except for chronic fatigue and fibromyalgia. When I mentioned the implants, they would say ""they have proved those are safe."" I finally figured it out on my own through the internet. I consul ted with two doctors that specialize in explant and amazingly, they were able to tell me my symptoms. In 2014, I had an explant and lymph node dissection of silicon infiltrated lymph nodes. I was told that though my implants were intact, the outer textured shell had been flaking off. I had another lymph node dissection in 2015 and know that I now add'l nodes with silicon in them now. Ultrasound went away immediately post explant and others took a couple of months, but I would say that I am generally about 85% better. This whole ordeal has left me with no tolerance for mold and I am not able to take antibiotics (without taking an antifungal as well). The last two years have been a bit of a roller coaster. Though sometimes I am okay, I have been left with auto-immune issues swollen joints, dry eyes, rashes and fatigue. Symptoms get worse when exposed to any type of mold, and better when on anti-fungal. The implants basically started to disintegrate in my body. If they were not going to last 20 years, like I was initially told when I chose to have reconstruction, I should have been told that mentor or the FDA and changed their mind and this was no longer the case. My address and phone number from the adjunct study are still the same. Note I was taking none of these otc meds prior to explant." The patient had no prior medical history with exception of high blood pressure. The patient reports overall her health has improved since explant, however, the implants have basically destroyed her health. She is still dealing with issues related to a compromised immune system. The patient underwent bilateral removal on (B)(6) 2014. This medwatch form is for the right breast prosthesis.